Manufacturer narrative:
Device evaluation is not necessary as reported event(s) are not related to the functionality or delivery of therapy of the device.

Event description:
It was reported that the patient experienced vocal cord paralysis after her vns generator replacement surgery. The lead was not replaced at that time. The vocal cord paralysis was constant, and there was no surgery performed in the neck area around the time that the paralysis began. The physician did not know the cause of the paralysis. Based on the information available, the vocal cord paralysis could have been caused by intubation during the generator replacement surgery, which is a known possible adverse event associated with general anesthesia. No further relevant information has been received to date.